Event description:
Event description guidant received information that this pacemaker had stored episodes recorded as ventricular tachycardia episodes. The patient is asymptomatic. The threshold measurements have increased.